Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found no issues with the self-test, the unit was turned off and on several times with no issues. It was noted that the attachment ring was bent, the battery drawer was broken, the lower case was broken and both bail covers were cracked. (B)(4).

Event description:
It was reported that the auto test was defective. The external pulse generator (epg) was returned to the manufacturer for servicing and preventive maintenance. There was no patient involvement.